Manufacturer narrative:
The customer¿s report of a pump module¿s change in infusion rate was confirmed during the investigation. A review of the infusion report hhn 8062905, supplied by the customer, indicated that the device was programmed and infused furosemide (lasix) several times on the incident date of 9/15/2019 at a dosage of 80 mg/h (80 ml/hr). However, since the keypress information hasdbeen overwritten in the event logs, it cannot be determine how the error occurred. Review of the returned pcu and pump module event logs could not determine the programming steps for the reported event since the event logs were overwritten because of continued use. Functional testing performed on the returned pump module device observed no anomalies or malfunctions. The proximate cause was due to programming based on the customer¿s infusion report.

Event description:
It was reported that lasix 100mg/100ml drip was ordered to infuse at 8mg/hr through IV pump but ran at 80mg/hr instead over approximately 2 hours. The infusion was programmed using device interoperability with the facility's electronic health record "cerner - iaware". Patient had an episode of arrhythmia that quickly converted back to normal sinus rhythm without any additional medical intervention. Patient was eventually discharged from the hospital.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Race: unknown.

Event description:
It was reported that lasix 100mg/100ml drip was ordered to infuse at 8mg/hr through IV pump but ran at 80mg/hr instead over approximately 2 hours. The infusion was programmed using device interoperability with the facility's electronic health record "cerner - iaware". Patient had an episode of arrhythmia that quickly converted back to normal sinus rhythm without any additional medical intervention. Patient was eventually discharged from the hospital.